Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a procedure on (B)(6), 2009. According to the complainant, the patient experiences vaginal pressure and pain, vaginal bleeding, and dyspareunia. Reportedly, on approximately (B)(6), 2010, the patent underwent corrective surgeries to address her complications. This revisionary surgery did not address patient's problems and she experienced abdominal and pelvic pain, urinary incontinence, and vaginal infections (date/s of onset and specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.